Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 1.50 mm x 20 mm maverick balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device and there were no complications reported post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 1.50mm x 20mm maverick? Balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device and there were no complications reported post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 1.50mm x 20mm fg maverick 2 mr catheter was returned for analysis. A visual and tactile inspection identified the balloon was subjected to positive pressure and returned in a deflated state. No kinks or damages on the hypotube shaft. A microscopic and leakage examination of the balloon were performed, and a pinhole was identified above the markerband when attempting to inflate. No kinks or damages on the shaft polymer extrusion. The bumper tip was damaged. A microscopic examination of the markerband identified no damage. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. It was reported that balloon rupture occurred due to severe calcification. Device analysis confirmed the reported allegation as a pinhole was identified above the markerband when attempting to inflate. It is likely the patient lesion anatomy contributed to the reported event and the unreported tip damage. The lesion was severely tortuous and moderately calcified with a stenosis of 90%.